Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer went to the emergency room and was subsequently hospitalize in the intensive care unit with a blood glucose level of 280 mg/dl and diabetic ketoacidosis. Customer was treated intravenously with fluids of saline and insulin. Customer was released on 2/4/23 with issue resolved.